Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) system had noisy egrams, which caused oversensing resulting in non-sustained episodes, inappropriate shocks, and pacemaker inhibition in a pacemaker dependent patient.